Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned. However, based on obtained information from the customer, the event was confirmed. Therefore, the device failed to meet specifications and functions. Replacement of the water filter had been implemented once in two years by the user which was against recommendations in instructions for use (IFU). The user had acknowledged knowledge of frequency of replacing the water filter per IFU. It was also confirmed that practice of the reprocessing method recommended in IFU has secured efficacy of reprocessing for the subject device. The instruction manual identifies the following procedure which could have prevented the phenomenon: it was confirmed that instructions for oer-6, operation manual, chapter 7 ¿routine maintenance¿, section 7.3 ¿replacing the water filter (maj-2317)¿ describes the recommended frequency of replacement of the water filter. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope water filter are being replaced once every two years. However, it was instructed to replace the filters once every two months. Despite this instruction, the user facility staff continue to use the water filters improperly. The issue occurred with the reprocessing process. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.